Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Event description:
It was reported by the patient that he was having pain and burning sensation while using the unit. The pain started about a month after receiving the unit. The patient's rated the pain as an 8 on a scale of 1 to 10, with 10 being the highest. The patient did not increase his daily activity. The patient spoke with his doctor and was told to call sales representative the patient took tylenol, but it did not help. The patient was advised to conduct a time test after he was pain free. The patient was advised to call back with any issues during the time test. No further consequences have been reported at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the patient that he was having pain and burning sensation while using the unit. The pain started about a month after receiving the unit. The patient's rated the pain as an 8 on a scale of 1 to 10, with 10 being the highest. The patient did not increase his daily activity. The patient spoke with his doctor and was told to call sales representative the patient took tylenol, but it did not help. The patient was advised to conduct a time test after he was pain free. The patient was advised to call back with any issues during the time test. No further consequences have been reported at this time. The bone healing system (bhs) has not been returned for further evaluation.

Manufacturer narrative:
UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, g4: PMA/510(k)#, h4: device manufacture date, h5: labeled for single use, h6: evaluation codes. Additional information: b4: date of this report, g3: date received by manufacturer.

Event description:
It was reported by the patient that he was having pain and burning sensation while using the unit. The pain started about a month after receiving the unit. The patient's rated the pain as an 8 on a scale of 1 to 10, with 10 being the highest. The patient did not increase his daily activity. The patient spoke with his doctor and was told to call sales representative the patient took tylenol, but it did not help. The patient was advised to conduct a time test after he was pain free. The patient was advised to call back with any issues during the time test. No further consequences have been reported at this time. The bone healing system (bhs) has not been returned for further evaluation.